Manufacturer narrative:
The unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. The unit was programmed with a test minilink and the glucose sensor simulator. The sensor feature worked properly. No lost sensor alarms were noted. Several bolus deliveries were programmed and delivered as well. All bolus deliveries were delivered properly and were recorded in the daily total history files. However, the unit errored "the device returned invalid entries; all data read will be discarded" during upload to carelink pro software. The unit was unable to download to carelink pro or verify from 5/25/2016 or earlier; this issue was isolated to the motherboard. The unit had a cracked reservoir tube lip.

Event description:
The customer's husband reported via phone call that his wife's insulin pump had not worn a sensor since (B)(6) 2016 and that upon uploading the device the insulin pump displayed sensor data. The patient's blood glucose at the time of incident was 162 mg/dl. The insulin pump was returned and replaced.